Manufacturer narrative:
A field service engineer (fse) had an onsite visit with the customer and found that the disinfectant was 16 days past due date. The oer indicated that before performing this function the new chemical needed to be loaded into the machine. The customer preforms 1 case a month and does not want to order chemical. No further information was provided. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope processor had disinfectant solution issues; it was expired. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The field service engineer inspected the device, and the reportable malfunction of expired disinfectant solution used was confirmed. Based on the results of the investigation, the suggested event was likely to have occurred since the user did not read the instructions for use carefully and lacked knowledge of the equipment. However, a definitive root cause could not be identified. The event can be detected or prevented by following the instructions for use which state: oer-elite operation manual. Chapter 8 replacement of consumable items 8.2 replacing the disinfectant solution when the disinfectant solution in the reprocessor is no longer effective, or beyond the specified use life, drain the disinfectant solution completely and replace with fresh disinfectant solution. Expired disinfectant solution should be treated as directed in the documents supplied with the disinfectant solution. Caution: expired disinfectant solution should be treated in accordance with the instructions supplied with the disinfectant solution. It is recommended to treat the waste fluid properly and to dispose of it according to local wastewater standards defined by law, or temporarily collect and store the waste fluid and have it treated by a waste disposal firm. Acecide-c product overview reuse period up to 5 days. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.